Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise following implant while the patient was in recovery. Inappropriate shocks were delivered in two separate episodes. Two untreated episodes were also stored. Technical services (ts) reviewed the stored episodes and noted a wandering baseline. Ts discussed the potential of air entrapment at the device or electrode implant site. No adverse patient effects were reported. This device remains in service.